Event description:
It was reported that the customer dropped the pump and the touch screen is no longer functioning. Reportedly, when the screen is illuminated there is neon colored lines across the screen. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.